Event description:
A malfunction alarm labeled as malf 3 was reported, with no significant events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the customer's pump. The customer was instructed to use multiple daily injections as a backup therapy and to store the malfunctioning pump before returning it with a prepaid label. The customer confirmed understanding of these instructions.